Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent posterior cervical fusion at levels c5-c7. Intra-op, the lower part and upper part of the mas cross link set screw were twisted during performing provisional fixation. Hex part of the set screw broke. As it was impossible to remove the broken off lower part of the mas cross link set screw, it was left in the left side of c6 screw head and the incision was closed. Product came in contact with the patient. No patient complications were reported.